Manufacturer narrative:
(B)(4).

Event description:
The patient's family reported the parkinson's disease patient began "shaking when recharging" since (B)(6) 2015. The patient was noted to have received a 50% or greater symptom reduction from their therapy. There was no indication that any troubleshooting was performed and the cause of the issue was not determined. Additional information was requested; a supplemental report will be filed if additional information is received.